Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed wires with an ellips fx handpiece. It was stated that the wires were exposed after sterilization. There was no patient involvement/user injury reported.